Event description:
The husband of the rptr received an er1 message when testing his blood. He was applying the solution to the confirmation dot side of the strip. The lifescan rep explained the importance of applying the control solution to the correct side of the strip. There is no allegation of harm and no change in treatment.